Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implantable pulse generator (ipg) system, the patient had a sudden respiratory arrest. Resuscitation efforts were attempted but were unsuccessful and the patient died. It was further reported the patient had remained in the hospital post implant due to a previous ongoing infection.